Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the electrocardiograms revealed noise and low, out of range, pacing lead impedance on the right ventricular lead. The noise was oversensed. Lead revision was suggested. No intervention has been performed. The patient was stable.

Event description:
New information received indicates that the rv lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.